Event description:
It was reported that a user of the ilet with a dexcom g6 continuous glucose monitor (cgm) experienced intermittent loss of cgm data displayed as three dashed lines and a sensor error, after which glucose readings resumed; this represented intermittent communication failure associated with the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components, consistent with intermittent communication failure and involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.